Event description:
It was reported that on (B)(6) 2007, the patient presented with pain in the mid-back that travels up the neck and into the left side of the face. On (B)(6) 2007, the patient presented for follow up. On (B)(6) 2007, the patient presented with c5-6, c6-7 herniated discs with stenosis and radiculopathy. Patient underwent c5-6-7 acdf using rhbmp-2/acs, mastergraft, venture, and vertestack. Bmp was placed within the interbody device. There were no noted complications. On (B)(6) 2007, the patient presented for follow up. Patient reported some pain in the lateral and posterior neck. Tingling on the side of the face. On (B)(6) 2007, patient presented for physical therapy. On (B)(6) 2008, the patient presented with chronic back pain with radiation to the left shoulder. An MRI of the cervical spine indicated ¿there is anterior fusion at the level of c5-c6 and c6-c7. There appears to be small bulging disc at the level of c3-c4 and c4-c5, which appear to be slightly more prominent than the previous examination.¿ on (B)(6) 2008, the patient presented with cervical radiculopathy and spinal stenosis. Cervical esi was performed under fluoroscopic guidance. (B)(6) 2009, a CT of the cervical spine indicated ¿no evidence of acute fracture or malalignment. Mild multilevel spondylotic changes.¿ on (B)(6) 2009, the patient presented for follow up with bilateral lower back pain and bilateral buttock and leg pain. Per the physician¿s notes, the patient ¿did well after his acdf until some over aggressive (per pt) pt about 2 months after surgery. Neck and shoulder symptoms exceed arm complaints.¿ patient was diagnosed with myofascial pain syndrome, cervical facet syndrome w/o myelopathy, and other chronic pain. On (B)(6) 2009, patient underwent left cervical facet joint injection c2-3, c3-4, c4-5and c5-6. (B)(6) 2010, the patient was diagnosed with lumbar radiculopathy. (B)(6) 2010, patient underwent radiofrequency lesioning, left cervical medial branches c3 c4 c5 and c6. 9/7/2010 patient underwent implant of cervical spinal cord stimulator. (B)(6) /2010, patient presented for follow up. Pain has decreased since implant of scs. (B)(6) 2011, patient presented with neck pain, bilateral shoulder pain. (B)(6) 2011, patient presented with complaints of neck pain and upper extremity pain.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
The following imaging studies were returned to the manufacturer for evaluation. (B)(6) 2007 cervical MRI disc desiccation and loss of height is seen at c5/6 and c6/7 with prominence of disc material at these levels but without stenosis. Axial views show left sided disc prominence with stenosis and possible compression of the left c6 root and slight displacement of the cord. At c6/7 the disc protrusion is less and central. (B)(6) 2007 ap/lateral cervical x-rays acdf from c5-c6-c7 noted with cornerstone spacers. Plate is slightly aligned to the right. Screws are within bone. (B)(6) 2007 ap and lateral cervical x-rays cervical x-rays acdf from c5-c6-c7 noted with cornerstone spacers. Plate is slightly aligned to the right. Screws are within bone. Grafts appear to be filling in. (B)(6) 2007 ap/lateral cervical x-rays acdf from c5-c6-c7 noted with cornerstone spacers. Plate is slightly aligned to the right. Screws are within bone. Fusion appears to be occuring (B)(6) 2008 ap/lateral cervical x-rays with dynamic views cervical x-rays acdf from c5-c6-c7 noted with cornerstone spacers. Plate is slightly aligned to the right. Screws are within bone. No complications are evident and no movement is seen on dynamic views. (B)(6) 2008 cervical MRI post acdf study shows slight fullness behind c6, but without cord contact. Slight attenuation is noted in the anterior thecal sac. Fusion appears intact. (B)(6) 2009 cervical MRI contrasted MRI again shows construct at c5 through c7. Contrast shows no alterations in spinal cord. Fusion area is quiet, and apparently fused. (B)(6) 2009 cervical CT postmyelogram shows excellent position of construct and spacers with good fusion and no remaining stenosis.